Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study. It was reported that unstable angina and restenosis occurred. In (B)(6) 2014, the patient was presented with unstable angina and index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending (lad) artery with 80% stenosis and was 16 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated by direct placement of a 3.50 x 16 mm promus element¿ stent. Following post dilatation, the residual stenosis was 3%. After two days, the patient discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient was diagnosed with unstable angina and was hospitalized on the same day. Coronary angiography revealed 80% stenosis in the proximal lad which was treated with percutaneous coronary intervention. Post-intervention, residual stenosis was 0%. Thirteen days later, the event was considered to be resolved and the patient was discharged on the same day.